Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittently, insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. There was no adverse impact to the customer¿s blood glucose level. Reportedly, multiple supply changes were performed to address the issues; however, the issue persisted and to maintain customer satisfaction a replacement pump was sent to the customer. The customer declined further assistance from tandem technical support regarding the issue. No additional patient or event information was available.